Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure, error 88, could not be replicated. All emitters showed signs of wear, indicating that they were fired as expected. Testing of the device demonstrated that the catheter successfully delivered 80 pulses without any error messages. The cause of the slow flow and myocardial infarction could not be definitively determined with the information available. The physician believes there is a casual relationship between the ivl device and st-elevation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending arteries. After 20 pulses were delivered at 4 atm, error 88 occurred. No-reflow and st elevation was fluoroscopically observed at lesion #6 from just proximal to distal. After a thrombus aspiration catheter was used, a 2.5 balloon catheter (bc) was inflated, and blood flow was observed. A 2.5 x 26 mm stent and a 3.0 x 26 mm stent were placed at lesion#7 and lesion #6. The flow was improved to thrombolysis in myocardial infarction (timi)2 (slow flow) and the procedure was completed. After the procedure, the creatine kinase (ck) value increased to 2000 but then improved. The patient underwent additional hospitalization to improve blood flow and was discharged from the hospital a few days after the index procedure. The physician believes there is a casual relationship between ivl and st elevation.